Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons had to press harder to respond. The customer's blood glucose value was unknown. The customer also reported that they received motor error alarm from insulin pump past weekend, also backlight was dimmer and battery cap was stripped. The insulin pump will not be returned for analysis.